Event description:
Clinical study name interrupt af; clinical study ID (B)(6): subject ID: (B)(6). Index ablation procedure involving a intellimax mifi oi ablation catheter was performed on 01feb2021. On 03jun2022, the patient experienced symptomatic atrial fibrillation (ae1). Patient was admitted into the hospital and was administered dofetilide oral medication. Issue was resolved 07jun2022. On 06mar2023, the patient again experienced atrial fibrillation reoccurrence (ae2). The patient was implanted an ep loop recorder implant (ilr). During ilr monitoring, recurrence of afib with 20-30% burden was found. Patient underwent a repeat afib ablation procedure to resolve the adverse event, no issues were further noted and patient was discharged on 07mar2023.

Manufacturer narrative:
The device has not been received for analysis; therefore, a failure analysis of the complaint device could not be completed.